Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the leg, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with infection underneath sensor pod area only. The parent reported that the sensor was removed due to a skin reaction. She explained that her son recently attended a diabetic summer camp and spent a significant amount of time in the lake, which may have contributed to an infection at the sensor insertion site. According to the parent, one of the doctors who attended the event evaluated the area and prescribed oral antibiotics (unspecified) to treat the infection. The parent stated that the infection was localized directly beneath the sensor pod and did not extend beyond the insertion site. She also confirmed that no other medications were prescribed aside from the oral antibiotics. As of (B)(6) 2026 the insertion site is healing well, which is why parent was unable to provide a photo of the affected area. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.